Event description:
It was reported that this right ventricular (rv) lead exhibited low out of rang pacing impedance measurements, measuring less than 200 ohms. The patient reported palpitation symptoms. Technical services (ts) stated that the device appeared to be functioning as programmed. This rv lead remains in service. No adverse patient effects were reported.